Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura (B)(4) and rev# 13 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that bd cathena 20gx1.00in straight bc safety shield activation failed. While pulling the clear chamber, she felt a resistance and when she finally retracted it she felt the safety cap broke and fail to be engaged.